Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported the out blister seal was stuck to the inner blister seal. So when they opened the outer seal it also opened the inner seal and pulled the implant out and contacted the outside of the box which is not sterile. We just opened another tibial tray. No pt injury or delay.